Manufacturer narrative:
Returned for evaluation is an 8 fr. Single lumen catheter. The catheter body has been separated into two halves at the collagen cuff. The proximal half of the catheter has broken inside the distal end of the collagen cuff's silicone sleeve. There is no organic material remaining on the sleeve. There is a yellow blunt connector inserted into the proximal end of the catheter with its over sleeve in place. The proximal catheter segment including the hub connector measures 9.8" long. The lumen appears to be clear, and the exterior of the catheter appears clean. The distal segment includes the dacron cuff and the distal tip and valve. The dacron cuff is stained with light-brown residue. The lumen appears to be clean and clear. It measures 10.5" long. A history review of lot #36eg5167 indicates no mfg issues, and no other product complaints reported for this lot. The catheter tubing is tactually inspected for elastic weakness and deformation. The proximal segment is weakened from stretching immediately distal to the blunt hub connection, and at a location near the middle of the segment. There is also an annular impression at the suture site. On the distal segment, the tubing is severely narrowed from the broken end to the dacron cuff. The proximal half of the dacron cuff has lost its adhesion to the tubing, and a fillet is broken. These are signs that the tubinghas been stretched beyond its elastic limits proximal to the dacron cuff. There are no other indications of tensile elongation on this segment, distal to the dacron cuff. The broken ends of the tubing are viewed under magnification. The break occurs inside the collagen cuff's over sleeve, proximal to the dacron cuff. The ends match when mated. The concave break appears dull and granular on both ends. The silicone fillet has been broken and adheres to the od around the broken end of the distal segment. The blue stripe adheres to the full length of the inner wall of the sleeve. These are signs of a tensile break. It appears that the catheter was pulled beyond its elastic limits and broke proximal to the dacron cuff during the removal. The instructions for use warns that the dacron cuff may require dissection to facilitate removal, as the cuff is designed to promote tissue ingrowth. The initial evaluation and decontamination shows both segments to the patient. The proximal segment is pressurized by attaching a 12cc syringe filled with water to the yellow hub and occluding the distal tip with finger pressure. Water streams from a tiny pin hole in the tubing near the middle of its length where the tubing is weakened. The distal segment is likewise tested for leaks using a blunt hub inserted into the broken end. Another tiny pin hole leak is found approx. .2" proximal to the dacron cuff, between the broken end. The pin hole leaks are probably due to nicks from a sharp instrument during explantation. There is no mention of leakage during use. There are small cuts in the tubing visible under

Event description:
The catheter was placed via the left subclavian vein on 10/24/96. During removal of the catheter on 12/5/96, the catheter fractured between the two cuffs. The physician made another incision and removed the catheter.